Event description:
Per the clinic, the patient developed mild swelling at the magnet site which was first observed on (B)(6) 2024. On (B)(6) 2024, the patient developed a postoperative infection with increased swelling at the magnet site, resulting in poor magnet retention and delayed activation. It was noted that, the patient had not adhered to the prescribed postoperative antibiotics. Antibiotic treatment was initiated again (specific type, date and duration not reported) and the issue subsequently resolved. The implanted device remains.